Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 38 to 15 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump shot insulin into her and she went low. The customer believes the pump was over delivering. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.